Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2023, the patient's infusion set's cannula was not inserted properly at the site location (abdomen). Therefore, his highest blood glucose level was 600 mg/dl which they tried to treat it with correction injection via multiple daily injection, but the next day on (B)(6) 2023, the patient went to the emergency room due to high blood glucose level. He had high ketone level which was assessed as dangerous/life threatening by the health care professional. The patient also experienced heart complication due to minor damage to the opened previous stent. Moreover, the infusion set had been used for 4 days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital. No further information available.